Manufacturer narrative:
The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
About the one week after the surgery, it was confirmed that two set screws which had been fixed at l4 (right and left) had backed out by a follow-up x-ray photo and CT scan. The re-operation was performed on (B)(6) to remove and replace the implants. The single level arsenal construct was originally implanted on (B)(6) 2015 at the l4-l5.